Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed loss of capture with an escape rhythm of 30 beats per minute. The patient has severe bradycardia. It was also noted the intrinsic amplitude decreased, several weeks after implant, from 15 mv to around 1 mv. The physician initially suspected lead dislodgement, so the patient was scheduled for a x-ray. Additional information was later received that it was determined the rv lead perforated the heart wall, which contributed to the clinical observations. As a result, this rv lead was explanted and replaced. No additional adverse patient effects were reported.